Event description:
One patient sample was tested for sodium and potassium on a dimension exl with lm instrument. During the initial run, a discordant falsely low sodium result was obtained. The sample was rerun on the same instrument prior to troubleshooting and the sodium resulted as expected but the potassium was falsely elevated. After troubleshooting, the sample was repeated and both assays resulted higher than all previously obtained results. The discordant results were not reported to the physician(s).the initial potassium result and the repeat sodium result prior to troubleshooting were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium and falsely elevated potassium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer had changed the integrated multisensor technology (imt) sensor prior to contacting tsc, and sodium resulted as expected but an elevated potassium result was obtained. After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. Tsc performed troubleshooting with the customer who conditioned the system and ran a diluent check. Tsc also discovered that the customer uses stat spins to centrifuge samples, which is not recommended by the tube manufacturer. The cause of the discordant sodium and potassium results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.